Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 12/30/2014 with the following findings: a visual inspection of the returned cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. No leaks were observed with the luer connection, the o-ring or anywhere else in the cartridge.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a leaking leur connection. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 375 mg/dl with extreme drowsiness, chest pain and fast heart beat. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the leur lock was leaking with at least 4 sets of cartridge. The reporter stated that the leur lock was secured between the cartridge and infusion set and there was no visible damage to the leur. It was also reported that the leak was not noticed before use. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged leakage with the cartridge leur lock of unknown causes.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.